Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 147 mg/dl and the sensor glucose was 63 mg/dl at the time of the incident. Sensor glucose value that triggered the suspend event: 63 mg/dl. Threshold/low suspend limit in sensor settings: 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The device was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.